Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope displayed a noisy image. The issue was found at preparation for use. There were no reports of delay or patient harm.